Manufacturer narrative:
Additional information: the company representative discovered that the customer used the wrong syringe during surgery, causing the vfc to not work. The system was then tested and found to meet specification. A non-conformance-based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this serial number was performed. No similar complaints were reported for the product serial under investigation. The root cause of the reported event is attributed to the customer using the wrong syringe. The system itself was found to meet specifications. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during a vitreoretinal surgery in an ophthalmic console the vfc (viscous fluid control) was not working. The surgery was completed after replacing the product with another one. There was no patient harm.